Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a 68-year-old patient needing mechanical circulatory support. It was reported that the patient was on impella cp and while on support the pump was minimally out of position. The pump was explanted.